Event description:
It was reported that the patient underwent a shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient is recommended for a revision due to the humeral tray disassociating from the stem or the taper of the tray fracturing and causing disassociation of the tray and stem. Surgeon noted it is unclear which has occurred when looking at the x-ray.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. " and "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. "